Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image, photos and a video were provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2024). Device pending return.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure, a clicking sound coming from the patients arm and not from generator. The patient was grounded correctly and the venous catheter was securely plugged into the generator. The activation was allegedly abnormal. Health care personnel realigned the catheters and attempted again and a fistula was created with the same sound coming from the activation. The sound was heard during each activation. There was no reported patient injury.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure, a clicking sound coming from the patients arm and not from generator. The patient was grounded correctly and the venous catheter was securely plugged into the generator. The activation was allegedly abnormal. Health care personnel realigned the catheters and attempted again and a fistula was created with the same sound coming from the activation. The sound was heard during each activation. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this lot number. However, a device history record review was performed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:  the device - venous and arterial catheters were returned for evaluation. During the functional examination both catheters aligned without issue. The device was activated and cut through the tissue successfully. The electrode was slightly damaged / flattened, dried residue likely blood was present on the electrode and housing. User handling may have contributed to this damage. The housing also displayed evidence of previous activation. No other damage was noted. A video and image file was also provided for review. The image showed an intact device inside the patient¿s arm. The video shows a 4 second clip of the device in use. The two files revealed an intact device within the patient¿s arm. It appeared to be working. Two other images were provided of the packaging. The first image showed the pouch and label, while the second showed the carton labelling. Both show the lot # cmgu0510 for the reported event. The result of the investigation is unconfirmed for the reported activation issue. The root cause for the reported failure to align issue could not be determined based upon the available information received from the field communications, device evaluation and files review. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: warnings. 1. The wavelinq endoavf system is only to be used with the approved components specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Use of the system with other components may interfere with proper functioning of the device. Cautions. 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 7. Do not touch or handle the active electrode. Electrode dislodgement may occur. 8. Always use the hemostasis valve crosser to assist insertion of the venous catheter through the introducer sheath. Insertion into introducer sheath without hemostasis valve crosser may damage electrode. Additional equipment. Vessel access. Ultrasound machine and ultrasound probe. Two (2) 5 fr introducer sheaths. Two (2) 0.014" (0.356 mm) guidewires. 4 fr guide catheter (as needed). Electrode activation. Electrosurgical unit: tva or bd esu-1. Electrosurgical pencil. Must have a 3 prong universal connector that interfaces with an esu-1. Must have a minimum rated accessory voltage of 700v and a yellow button that activates the generator. Ground pad. Must have a universal connector that interfaces with an esu-1. Must be rated to disperse a minimum of 60w for 2 seconds. Arm restraint. Tz medical arm board (cz-400-tva) and fixation straps (tva-mc-2). Equipment setup 4. Place esu on a flat secure surface located near operative field making sure that the ground pad and electrosurgical pencil cabling have sufficient length to be connected during subsequent procedural steps. 5. Turn on esu. Ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 6. Place ground pad on patient following standard guidelines for electrosurgical patient grounding and insert ground pad plug into esu. Confirm indicator light changes from red to green ensuring appropriate patient contact. 7. Turn off esu until ready for energy delivery in order to prevent inadvertent activation. Avf creation 31. Advance the venous catheter over the 0.014" wire until the yellow hemostasis valve crosser encounters the hemostasis valve of the introducer sheath. Grasp and insert the yellow hemostasis valve crosser through the hemostasis valve until it stops in the sheath hub. Grasp the proximal end of the yellow valve crosser and advance the catheter simultaneously through the yellow crosser and the sheath. Fluoroscopically inspect the electrode after venous catheter insertion to confirm proper electrode form. If the electrode appears deformed, gently remove venous catheter and inspect. If upon direct visual inspection the electrode appears damaged, replace the venous catheter. If venous catheter is removed and requires reinsertion, reposition the yellow valve crosser over the electrode prior to advancing through the hemostasis valve. 32. Under fluoroscopic guidance, advance the venous catheter towards the target location until the distal magnets of the venous catheter begin to engage the first proximal magnets of the arterial catheter. In this location, pause to rotate the venous catheter until the illumination of the rotational indicator is maximized and the arc of the electrode is pointed at the arterial catheter. Adjust the arterial catheter as needed to confirm that catheters are aligned and prepared for venous catheter advancement. Advance the venous catheter until the arc of the electrode is congruent with concave surface of the arterial backstop. Electrode should appear compressed. Confirm that the distal rotational indicators appear aligned and rotationally similar. 33. Rotate the fluoroscope to visualize the maximum tissue thickness distance between arterial and venous catheters. Confirm that the tissue thickness adjacent to the electrode housing is no greater than the width of the magnet array which is 1mm. If tissue thickness appears greater, adjust catheter position to a thinner tissue segment. 34. With catheters in confirmed activation position, remove cable tie and connect venous catheter plug pin to electrosurgical pencil after removing pre-assembled insert. Fully insert the venous catheter plug pin until there is no metallic surface exposed. 35. Pass the electrosurgical pencil and 3 prong universal connector out of the sterile field and connect it to esu¿s monopolar 1 receiver. 36. Retract or remove both 0.014" guidewires from the catheter activation zone. No guidewires should be present between the proximal and distal magnet zones during activation. 37. Ensure tourniquet has been removed (if applied). 38. Do not allow catheters to move in order to minimize chance of misalignment. 39. Using fluoroscopy, verify final catheter and electrode position before energy delivery. 40. Hold patient¿s procedure arm with firm pressure to minimize arm flexion and rotation during energy delivery. 41. Turn on esu and again ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 42. While imaging with fluoroscopy, deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops. The electrode should visibly advance and touch the arterial backstop. If electrode does not contact backstop, an additional activation may be administered under the condition that the catheters have not been moved from their original position. Do not activate the device more than 3 times.   H10: d4 (expiry date: 06/2024), g3, h6 (device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.